Event description:
Additional information received from reporter on 09-jul-2024, for mw5156078. This is a follow up report to initial report # mw5156078 and MDR report key (B)(4) (molekule air pro). I am including new data showing that the same unit continued the malfunction every single day until present. The device gets "stuck" in a bad air spike and does not return to "normal" unless it is unplugged for a minute (or less), and then immediately corrects to good air quality. This occurrence continued daily and although I am now reporting it on (B)(6) 2024, this is just the first available date I have since my original report. The previous report provided data from (B)(6) 2024. Currently, I was unable to access data before (B)(6) thereby omitting four days of (B)(6) 2024 however, there is consistent and ample data showing the malfunction continues to occur daily. I am submitting this follow up report with the same question if two consecutive air purifier mimic the same malfunction is there a greater systemic issue and is there inaccurate data at other times as well? On a positive note, the company agreed to send me a new unit (in place of the refurbished unit) without charge so I am grateful and would like to commend the company molekule inc. For taking appropriate action and accountability for the malfunction and restoring confidence in their ability to stand by their products and in support of people's health. Firmware= 10.1.44.1 and mac=10:8e:ba:ob:5a:3e. I am including data since my last report showing that still every day ((B)(6) 2024) the air quality gets stuck in moderate (yellow) to very bad air (red/purple) overnight and until the next day. A "gap" or "break" in the line indicates when the device was unplugged and where the data shows the air quality immediately corrects to good air (green) as soon as it's plugged in again. In most cases the unplugging lasted a few minutes and in other instances, it was hours. In all cases, the air was stuck in bad air overnight and immediately corrects upon unplugging/plugging. Note that due to being away on vacation, I inadvertently forgot to re-plug before leaving home so there is missing data (B)(6) 2024. I have included screenshots for reference and to not omit any days. Reference report: mw5156079.

Event description:
This is regarding the molekule air pro purifier. Upon purchasing a refurbished unit which is advertised as "like new" on the company's website, the device continuously malfunctions which started within the first couple of days of use. The same defect has been observed in 2 consecutive devices as a I was given a replacement unit that displayed the exact same malfunction. The device gets "stuck" in a bad air spike and does not return to "normal" air upon hours or even days. The device will stay stuck for days until it is unplugged for a minute (or less), and then immediately corrects to good air quality. This occurrence happens daily and although I entered that it occurred on (B)(6) 2024, this was the first time I reported the incident but it happens every day. As an example, my bad air spikes seem to happen daily in the late afternoon and stays stuck in bad/moderate air quality until I unplug it the next morning where it immediately changes to good air. However, this opens the question if the purifier is showing inaccurate data at other times as well? Upon hours and days of troubleshooting with customer service, they sent me a replacement unit that mimicked the same defect from the first day of use. I am currently using the second refurbished unit with no resolution. The company refused to provide any refund although I do acknowledge that they indicate refurbished units are final sale. The company seems to be advertising a refurbished unit "like new" which gets consumers to buy the device at a lower price but then left with a defective unit and unable to get any refund. Overall, if 2 devices have the same defect from first day of use, one needs to question if there is a greater systemic issue. Consumers cannot rely on this air purifier to monitor accurately and thus, unable to manage their health concerns and could be impacting consumer ability to treat heath conditions. My current ticket # with molekule is (B)(4) and the initial one for the first device was (B)(4). Reference report: mw5156079. In addition to the picture of the device itself, I have included this week's data showing that every day (sunday (B)(6) 2024 through thursday (B)(6) 2024) the air quality is stuck in moderate (yellow) to very bad air (red/purple) overnight and until the next day. A "gap" or "break" in the line indicates when the device was unplugged and where the data shows the air quality immediately corrects to good air (green) as soon as it's plugged in again. In most cases the unplugging lasted a few minutes and in other instances, it was hours. In all cases, the air was stuck in bad air overnight and immediately corrects upon unplugging/plugging.